Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis (dka). It was also reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to dka. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was currently in the emergency room (ER) due to diabetic ketoacidosis (dka). The patient's blood glucose levels reached 470 mg/dl; the day prior to seeking medical attention, patient's mother reported that the pod fell off, causing the cannula to dislodge. Symptoms reported include hyperglycemia, weakness, dizziness, nausea, vomiting and extreme heart palpitations. The patient was treated in the ER with fluids and insulin intravenously, as well as dextrose. The patient stayed overnight in the ER due to the hospital not having available beds; mother stated the patient may need to be admitted to the hospital. Requested good faith attempts to follow up for additional details were not successful.